Event description:
It was reported that t:slim x2 pump battery would not charge even after using tandem charging cable, wall adapter, a working outlet for extended time, and trying different adapters and cables, with charging connection not recognized. There was no reported impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Technical support arranged shipment of replacement pump with updated software.